Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, the atrial lead exhibited oversensing of noise leading to a mode switch episode opposed to the true atrial event. The patient was stable and will continue to be monitored.